Event description:
It was reported that the patient was experiencing left sided pain and was not getting an adequate pain relief. The patient underwent a revision procedure wherein a new ipg was added and hooked to the existing leads. Nothing was explanted during the procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 17169697/17317381.